Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial component code/problem code. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the actual device was not returned, the root cause could not be specified. At this time, the possible causes of the phenomenon are the following: -the user operated suction under the situation where opening space of the scope was being close to mucosal surface, mucosa was sucked in the cover. The scope was moved under that condition, and mucosa was injured by edge of the cover. - the scope was moved immediately after applying suction (mucosa remained sucked in the cover), mucosa was injured. - the cover was torn on tear-off-line by improper attachment way to the scope. The scope end was pressed against mucosal surface under that condition, mucosa was caught and injured by the tear. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: examples of inappropriate handling 3.5 attaching accessories to the endoscope: attaching the single use distal cover" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, so the customer's allegation could not be confirmed. The reported event is a non-serious injury as no additional treatment was needed, the procedure was completed without incident, and the patient was discharged as planned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report is related to linked patient identifier: (B)(6).

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope was used with a distal end cover that was slightly cracked and caused an abrasion on the patient¿s esophagus. The issue was found during an endoscopic retrograde cholangiopancreatography procedure, which was completed using the same device. The patient was discharged in good health with no additional treatment. There were no additional reports of patient impact. This report is related to linked patient identifier: (B)(6).